Manufacturer narrative:
UDI #: (B)(4).

Event description:
Pt reported "2" children being diagnosed with "other neurological diagnosis, specify; autism." Side was unspecified. This record is for the right side. No indication of treatment or surgical reoperation. Pt's device remains implanted. See 2024601-2014-00650 for the left side.